Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that blood glucose levels were not decreasing after approximately 4-24¿hours of wear and expressed uncertainty about whether the cannula had inserted into the skin and insulin was being delivered, noting that the needle insertion felt less noticeable than usual. Specific blood glucose values were not provided. The patient stated that the pink slide appeared faint in color, making it difficult to confidently confirm its status, and was therefore unable to verify whether the needle and cannula had deployed successfully. At the time of reporting, the patient was managing insulin delivery via injection.